Event description:
It was reported that the customer experienced damage to the usb port, affecting their ability to effectively charge the pump, as they had to maneuver the charger to establish a connection. There was no adverse impact to the customer's blood glucose level. The customer was informed that a pump replacement would be arranged by technical support, but they declined interest in obtaining an out-of-warranty loaner pump, and no additional backup therapy was currently available.